Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter resulting in an inability to retract. Before inserting the needle, the nurse checked the catheter by pulling the needle out slightly. The catheter appeared normal. Once the needle was in the patient's vein, a slight swelling appeared under the patient's skin. No blood return. The nurse pulled the catheter out again. The catheter had been pierced by the needle and the needle would not retract. No adverse events affecting the patient were reported. Additional information 2/26/2026: the event took place on (B)(6) 2026. There were no consequences in the patient.

Manufacturer narrative:
The complaint of complications during the insertion process was confirmed; however, the root cause could not be determined. One 22g insyte autoguard device was provided for investigation. The IV catheter was received separate from the needle, and the needle was received fully retracted within the safety shield. The sample exhibited evidence of use. A microscopic examination of the catheter revealed a v-shaped breach in the catheter tubing, which was consistent with needle puncture damage. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." The damage associated with the needle protruding through the catheter can affect flashback and needle retraction; however, the root cause of the reported issue could not be determined. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.